Event description:
It was reported a device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted on (B)(6) 2021, during a transesophageal echocardiogram (tee), the device had been found to have migrated from the laa to the iliac bifurcation of the distal aorta. Percutaneous retrieval with a snare is expected.